Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited non sustained ventricular tachycardia episodes with noisy signals. The boston scientific technical services consultant reviewed the signals on the right ventricular (rv) lead which were non physiological and speculated that the noisy signals were lead chatter from insulation degradation since the rv lead was thirty years old with stable lead impedance measurement. Unipolar configuration or device replacement was recommended. Additional information indicated that the noisy signals were over sensed and the remote monitoring will continue. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited non sustained ventricular tachycardia episodes with noisy signals. The boston scientific technical services consultant reviewed the signals on the associated non boston scientific right ventricular (rv) lead which were non physiological and speculated that the noisy signals were lead chatter from insulation degradation since the rv lead was thirty years old with stable lead impedance measurement. Unipolar configuration or device replacement was recommended. Additional information indicated that the noisy signals were oversensed and the remote monitoring will continue. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.